Event description:
It is reported that the customer had high blood glucose levels of 633 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer also reported having difficulty breathing, hurting in the kidneys, extreme thirst and a headache. The customer was wearing an insulin pump at the time of hospitalization. The customer reported leaving the hospital against doctor's orders and self-treated the high blood levels at home. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.